Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while the device was inside the patient, there was a detachment at the lap joint. The procedure was completed using this device. There was no injury to the patient.